Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.